Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when taking the sensor out of the skin they noticed the electrode was way too short. The customer¿s blood glucose level was unknown at the time of the incident. The customer also states the pump could not find a sensor signal. The sensor will not be returned for analysis.